Event description:
It was reported that before use of the bd syringe luer-lok¿ tip there is a "large extraneous contaminant" in the package. Per incident report: bd 10 ml syringe lot # 8291646, exp 2023-10-31 has a large extraneous contaminant in the package.

Manufacturer narrative:
The correction is as follows: this complaint is no longer reportable. Please consider this MDR null and void. MDR dt was completed in error with the incorrect reportability. Foreign matter outside fluid path is not reportable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe luer-lok¿ tip there is a "large extraneous contaminant" in the package. Per incident report: bd 10 ml syringe lot # 8291646, exp 2023-10-31, has a large extraneous contaminant in the package.